Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a backup battery fault alarm that occurred around 10:00 am on (B)(6) 2024. The patient exchanged their system controller. The system controller with the alarm was now the patient's backup. The emergency backup battery (ebb) was exchanged in clinic. Log files contained a series of no external power events while the patient was utilizing the mobile power unit (mpu) on 29may2024. Low voltage hazard events were seen that were the result of slow discharge of the mpu capacitors when they suddenly lost power. Following these no external power events, the log files contained the onset of backup battery fault alarms as well as the pump disconnect from the system controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery faults was confirmed via the submitted log files. The system controller (serial number: (B)(6) was not returned for analysis; however, log files were submitted for review and data from the reported event date of 29may2024 was reviewed. At 09:49:21, a backup battery fault activates due to the backup battery not passing the load test. Backup battery faults were active until 10:21:45. There were no other notable events active in the log file. Pump operation was not affected. The 11v backup battery (serial number: (B)(6) was returned for analysis in unremarkable condition. The returned 11v backup battery underwent functional testing and operated as intended. The reported event was unable to be reproduced during testing. Multiple good faith efforts were sent to retrieve additional information regarding if the backup battery faults resolved upon exchanging the backup battery; however, no response was received. The root cause of this event could not be conclusively determined through this analysis; however, a corrective and preventive action (CAPA) was opened to investigate the issue further. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial #: (B)(6) was manufactured in accordance with manufacturing and qa specifications. The 11v backup battery (serial #: (B)(6)) was observed to pass all initial testing per the manufacturing datasheet. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use (rev. D) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. C) section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.